Event description:
The service report shows that the customer alleged that the audible alarm was non-functional. The customer support engineer (cse) verified the reported event. The cse reportedly removed and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.